Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1323904) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the mid common femoral artery via a 6f cordis sheath. A pre-procedure femoral angiogram showed the vessel size to be 8mm. Peri-procedure, the patient was anti-coagulated with angiomax. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that 4 minutes after the post deployment hold time, a 5cm by 5cm hematoma was noted. An additional 10 minutes of manual compression was held at which time the hematoma seemed softer and stable. The patient was sent to the recovery area where the hematoma returned 4 separate times. Each time the hematoma returned, 15 minutes of manual compression was held, totaling to 1 hour and 14 minutes of manual compression. After the last 15 minute hold, a femostop was applied to the site. The patient was ambulated approximately 12 hours after deployment.